Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the connected companion 2 driver does not recognize the external batteries while supporting a patient at (B)(6). The customer also reported that several external batteries and docking stations were tried on the companion 2 driver but the issue did not resolve. The customer also reported that the freedom power supply icon on the driver is not displayed. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the companion 2 driver did not recognize external batteries, the companion 2 driver continued to perform its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the connected (B)(4) did not recognize the external batteries while supporting a patient at the centre (B)(6). The customer also reported that several external batteries and docking stations were tried on the (B)(4) but the issue did not resolve. The customer also reported that the power supply cord icon on the driver was not displayed. The patient was subsequently switched to the backup (B)(4). There was no reported adverse patient impact. The (B)(4) was returned to syncardia for evaluation. The external batteries and docking stations (hospital carts or driver caddies) used by the customer were not returned to syncardia for evaluation. Visual inspection of the external and internal components revealed no anomalies. Review of the electronic patient data file revealed multiple "external battery error" alarms on the date of the reported issue. During investigation testing, the reported issues could not be reproduced. Multiple external batteries were used during testing, and the driver recognized all of the external batteries and functioned as intended. During investigation testing, the (B)(4) performed as intended, and there was no evidence of a device malfunction. The "(B)(4) system operator manual" states at section 4.15: "if a docked driver user interface displays the following in the power status window: 'both external batteries missing,' and 'no ac power icon,' and there are external batteries and/or ac power applied, remove the external batteries and ac power. Reconnect ac power and reinsert the external batteries." The reported issue posed a low risk to the patient because it did not prevent the (B)(4) from performing its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.